Manufacturer narrative:
(B)(4) evaluation statement: the reported event of a channel error could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference:(B)(4). The customer stated that there was patient involvement.

Event description:
The customer reported that during a propofol infusion the pump alarmed with "channel error." The infusion was not noted to be running at an abnormal rate. There was no change in vital signs or sedation level. Propofol was quickly moved to a different channel on the pcu above it. The pump channel and pcu were removed from the patient's room, sequestered, and tagged for biomed. The patient remained on continuous monitoring, hemodynamically stable, with no change to level of sedation.